Event description:
Customer reports needle breakage during a gynecological procedure. The event had no adverse consequence to the pt. Note: outcome to pt does not denote adverse event. MDR regualtion of 7/31/96 requires reporting of incident once medical device family initially reported assuming incident could recur. Ethicon inc's internal control number is: 9700357-00.